Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse, reported that at the beginning of surgery, the surgeon noticed that the packaging of the device was pierced and the device was therefore, no longer sterile. The surgeon used another sterile device for the surgery. There were no delays and no adverse consequences for the pt.